Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms while operating at a speed of 6000rpm. A computed tomography angiography (cta) was planned to be performed to rule out an outflow graft issue. Log files were submitted which captured multiple low flow events on 20dec2025 through 26dec2025. The log file contained low flow estimates as well as sustained low flow hazard events. An echocardiogram (echo) was performed on (B)(6) 2025 which showed large left ventricle (lv) at 7.6cm which was noted to be similar to a prior transthoracic echocardiogram (tte) performed in (B)(6) 2025 which showed the left ventricular internal dimension at end-diastole (lvidd) at 8.0cm. There were no other valvular abnormalities.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file captured low flow alarms on 20dec2025, 22dec2025, and 26dec2025. Low flow events that did not persist long enough to result in an alarm were also captured on 21dec2025 and 25dec2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. Incidental findings: the submitted left ventricular assist device (lvad) event log file captured events indicative of a loss of power to the pump that would have caused the pump to stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.